Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. The drug being delivered was baclofen (unknown), with an unknown dose and concentration. The reason for use was intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the pump was alarming or beeping on (B)(6) 2019. The caller confirms a critical alarm was heard and the sound was consistent with pump alarms. They were unable to determine the possible alarm event. The pump goes off every 10 minutes. The patient had a refill on ¿the (B)(6) of last month¿ ((B)(6) 2019) and was at the neurologist on (B)(6) 2019 and stated everything was good at those appointments. Critical alarm was reviewed, and they also reviewed how the device is close to eos (end of service). It was recommended that the patient see the hcp to have the device checked. There were no symptoms reported. There were no further complications reported/anticipated. Additional information was received from the hcp on 2019-mar-05. It was reported that ¿the pump was interrogated, and there was found to be a motor stall that was uncorrectable.¿

Manufacturer narrative:
The event is now reportable for serious injury due to intervention required. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2019-mar-13. It was reported that the cause of the motor stall was not determined. Actions taken to resolve the issue included pump replacement on (B)(6) 2019. The issue was resolved as a new pump was placed. The patient weight was reported. There were no further complications reported/anticipated.

Manufacturer narrative:
Eval code-conclusion updated. If information is provided in the future, a supplemental report will be issued.